Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va0bauf, implanted: (B)(6) 2013, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 37601, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. (B)(4).

Event description:
A consumer reported they felt like the lead wire was stretched out or taut. The patient does about 100 push-ups per day and the feeling had been gradual. The patient was going to follow up with their health care professional (hcp) to have the lead checked. The patient's indication for use is parkinson's dual and movement disorders. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. On (B)(6)2015 patltr (con): additional information received from a manufacturing representative reported the patient's implantable neurostimulator (ins) was on their left side sod turning their head to the right was tighter than turning their head to the left. The patient stated the next steps were "still up in the air" and their next appointment with their health care provider (hcp) was in (B)(6).